Event description:
A surgeon reported a patient experienced an unexpected postoperative cylinder outcome following an intraocular lens (iol) surgery. Medical records were received and reviewed. According to the records, the patient reported she starts the day out with pretty good vision, but as the day progresses her vision gets blurry, not as sharp. Reading glasses help her near vision. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(4) 2013. (B)(4).